Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Pump had intermittent button response due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
Customer reports to have experienced keypad anomaly. Customer states buttons kept scrolling when attempting a bolus delivery. Customer also attempted to change batteries, and received a battery out limit alarm. Customer's blood glucose was 130 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.